Manufacturer narrative:
Device evaluation by MFR.: synergy ous mr 3.50 x 16 mm stent delivery system was returned for analysis without the stent. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was 0.0449". This is within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure applied to the cones were noted. Balloon folds are open, and crimp markings are visible on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a kink on the shaft polymer extrusion measured at 11.5 cm proximal to the distal end of the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50 x 16 synergy drug-eluting stent was advanced but while passing through the lesion, resistance were encountered and the stent became deformed. The device was removed from the patient's body. The procedure was completed with another of same device. No patient complications were reported and the patient's condition was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50 x 16 synergy drug-eluting stent was advanced but while passing through the lesion, resistance were encountered and the stent became deformed. The device was removed from the patient's body. The procedure was completed with another of same device. No patient complications were reported and the patient's condition was stable.